Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Please see the updates in sections h3, h4, h6, and h10. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the tissue pad was worn and partially peeled off. Additionally, there was a contact mark on the probe which indicates that the non-insulated area was contacting the prob, there was a contact mark on the non-insulated area which indicates that the probe was contacting the non-insulated area, and when the grasping section was closed and the seal mode was output, a seal short circuit error occurred; however, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1.the grasping section was closed without grasping anything while the output was activated in seal & cut mode. (This includes after tissue resection) this might have caused the tissue pad to wear out and peeled off partially. 2.since the tissue pad peeled off, the non-insulated area came into contact with the distal end of the probe. Also, this caused a contact mark. 3.a force to activate the output in seal & cut mode, or a force to grasp tissue might have been applied to the probe causing an error. The following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.

Event description:
Addendum oct 7, 2022: event occurred during activation when an unknown error message was received. The doctor was performing cutting and cauterization. The procedure was completed with a new similar device. Patient did not need any additional treatment.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, d9, g3, g6, h2, h3, h6, and h10. Other devices used in conjunction with this device are not known. The device has been returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, during an unknown therapeutic procedure, after three hours of use, the device jaws would not seal. The teflon pad of the device had peeled and come apart. There was no part of the teflon pad retained in the patient. There is no harm or adverse impact to the patient.